Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to a crack in the connection tube from the balloon. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the control pump, pressure regulating balloon, and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually and microscopically examined and tested for leaks. No leaks were found. The cuff tab was torn consistent with explant. Product analysis did not identify a malfunction with the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were found visually or microscopically. The device passed the leak test. The pump failed high/low flow test. The pump passed the resistor flow rate test, the c port leak test, and long-term leak test. Product analysis confirmed a mechanical issue with the pump component. The balloon component was visually and microscopically examined and tested for leaks. Scaling on the balloon shell was noted and no leaks were identified in the balloon. The balloon did not pass functional testing due to low pressure. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Product analysis identified a malfunction with the balloon and pump components which could have impacted device function but did not confirm the reported crack.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to a crack in the connection tube from the balloon. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the control pump, pressure regulating balloon, and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually and microscopically examined and tested for leaks. No leaks were found. The cuff tab was torn consistent with explant. Product analysis did not identify a malfunction with the cuff component. The pump component was visually and microscopically examined and underwent leak and functional testing. The pump passed all testing. The balloon component was visually and microscopically examined and tested for leaks. Scaling on the balloon shell was noted and no leaks were identified in the balloon. The balloon did not pass functional testing due to low pressure. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Product analysis identified a malfunction with the balloon component which could have impacted device function but did not confirm the reported crack.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to a crack in the connection tube from the balloon. No patient complications were reported.